Event description:
The pump was returned for service. During service, depleted batteries were found.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged batteries. Baxter service replaced the batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1,2005, which is in the implementation stage. 6000001-12/13/05-019-c